Event description:
A malfunction was reported by the customer with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears.